Manufacturer narrative:
Returned device currently undergoing engineering evaluation.

Event description:
Revision of left reverse shoulder components approximately 2 years postoperatively due to pain and dislocation. No report of traumatic event.